Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins had been off for 6 months because they couldn't get the device to work right. The patient reported that they were having rough time without the therapy. The patient reported that they neglected to charge the device. The patient reported that the hcp gave the rep information to contact the patient to have the device started again. The rep instructed the patient how to get the device going and the patient was finally able to get the ins fully charged. The patient reported that they met with the rep to clear the patient¿s programs and program the device. The patient reported that they could immediately feel the tingling in the legs. The patient reported that they were not feeling well because they did not have the device for therapy.